Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
Reportedly, the distribution center in (B)(4) was performing a routine stock inspection of absolute pro vascular self-expanding stent system temperature indicator on the inner pouch of the packaging when it was discovered that the inner pouch of a 7x40mm had hole. There was no damage to the chip board box or any issue with the temperature indicator noted; however, the hole compromises the sterility of the device. There was no clinically significant delay in the procedure and no patient involvment. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported damaged packaging issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported packaging issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.